Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a multifiltrate pro machine had a 9408 failure code during a patient¿s continuous veno-venous hemodialysis (cvvhd). Treatment was discontinued. The patient¿s blood was not returned, and as a result they experienced approximately 500 ml of blood loss. The device was taken out of operation and a request was made to analyze the data. The analysis resulted in a 9040 failure. Upon follow up, it was confirmed that there was no patient injury as a result of the reported event. The patient completed treatment successfully with a new machine. It was confirmed that there was a software failure and the machine is fully operational without repairs being made. The sample was reported to not be available for evaluation.

Event description:
It was reported that a multifiltrate pro machine had a 9408 failure code during a patient¿s continuous veno-venous hemodialysis (cvvhd). Treatment was discontinued. The patient¿s blood was not returned, and as a result they experienced approximately 500 ml of blood loss. The device was taken out of operation and a request was made to analyze the data. The analysis resulted in a 9040 failure. Upon follow up, it was confirmed that there was no patient injury as a result of the reported event. The patient completed treatment successfully with a new machine. It was confirmed that there was a software failure and the machine is fully operational without repairs being made. The sample was reported to not be available for evaluation.

Manufacturer narrative:
Investigation: the review of the complaints revealed that the reported failure type represents a known event. A review of the device history record (DHR) is found to be not necessary due to the fact that the failure/complaint can be clearly attributed to the failure mode design. As the reported error code is a sporadic software problem, there is no relation to repair activity. Based on all performed investigations/evaluations the described behavior could be reproduced. The reported error code is a collective error code for all kinds of pgm (poisson, gaussian, and multiplicative miscalculation. There are many sources of pgm error. Pgm errors result in the described error on the dialysis machine. As this type of pgm error can be caused by different causes, there is currently not a single root cause. This error usually leads to the termination of the treatment and to the stop of the machine. After restarting the device, the treatment could be continued. Manual blood reinfusion should always be possible and is described in instructions for use (IFU). The reported error is considered within the scope of the product improvement. No hardware component is associated with this complaint therefore, no hardware / sample investigation was performed. There are no indications on the basis of received complaint information and all investigations that the product deficiency is related to falsification or an unauthorized configuration. The residual risk is broadly acceptable.